Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stuck button error alarm. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that buttons on her insulin pump do not work. Customer also states that she got stuck button alarm and was unable to clear it. Customer was about to give herself a bolus because she just ate some crackers. Customer states they did press a button down for 3 minutes or longer. Customer states they were able to clear the alarm. Customer was advised to have the customer discontinue use of pump and revert to back-up plan.. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.(B)(4).